Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g4, g7, h2, h4, h6 (type of investigation, findings and conclusion codes), h10, h11. Corrected fields: g1. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period sep 2019 through aug 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device: a getinge authorized dealer was dispatched to evaluate this unit. Dealer used simulator to test the bp interface and the signal function was normal. Dealer did pneumatic system test and it passed performance test. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted when additional information is provided. The full name of the event site in was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported before use on a patient that there was no blood pressure signal on the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event was reported.